Manufacturer narrative:
UDI= (B)(4). Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the device stopped working and that the patient had not been using the stimulator. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected and electro cautery was used during the surgery and the leads were damaged during the explant procedure. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the device stopped working and that the patient had not been using the stimulator. The patient will undergo an explant procedure. No device malfunction was suspected.